Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that before procedure, the doctor wanted to do zeroing and found the sensor was malfunctioning. It was showing message: "no transducer detected". The procedure was completed with a replacement product. No patient contact/injury reported and the event did not led to surgical delay.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10 unique device identifier (UDI) : (B)(4). The microsensor was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock failure analysis - the issue of the complaint has been confirmed. Internal wires broken at stretched area of catheter (x-ray). The icp express message show "no transducer detected". Catheter stretched 7.5cm from connector. Based on the failure analysis, the root cause of the issue reported by the customer could be determined as a mishandling of the catheter.

Event description:
N/a.